Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;b6;g3;h2;h3;h6;d10. D10: cat# 11-105913 lot# 355860 arcom 28mm rngloc lnr 10deg23. H6: component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records and compatibility checks, neither were provided. The liner was reviewed for compatibility with the shell, with no issues noted. Insufficient information provided regarding the stem and head. Unable to perform a compatibility check for the entire construct. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a right hip arthroplasty is present with extensive radiolucency reflecting osteolysis along the proximal femoral implant and probable loosening. There is no evidence of acetabular implant loosening. There is evidence of mild polyethylene liner wear. Bone quality is osteopenic. A definitive root cause cannot be determined. Based on the medical image review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 24 years post implantation due to inability. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient underwent a hip revision approximately 24 years post implantation due to implant loosening. Attempts have been made and additional information on the reported event is unavailable at this time.